Event description:
On (B)(6) 2012 during a manual download of the device logs an increased intra-peritoneal volume (iipv) was identified in patient event log that occurred on (B)(6) 2012 at 08:29 with a drain volume of 3713ml during cycle 5. The largest fill volume was 2000ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Evaluation summary: the device (and concomitant medical product) was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional information become available, a follow up MDR will be submitted.